Event description:
Boston scientific received information that this right ventricular (rv) lead had fracture. The patient experienced ventricular fibrillation (vf) with diverted therapy. The health care professional (hcp) noted that the diverted shock was due to noise but noise cannot be reproduced. There were no inappropriate shock or pauses occurred. Boston scientific technical services (ts) reviewed the strip and suspected a lead issue. Additional information indicated that the rv lead fracture was visually confirmed at the clavicle. A revision was performed successfully but the lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.